Event description:
A malfunction was reported on the customer's pump, with malfunction code 16 displayed and recurring even after attempts to reset it. There was no information available regarding any impact to the customer's blood glucose level. Technical support arranged for a pump replacement with updated software and provided instructions for returning the faulty pump and handling the replacement, which the customer understood and acknowledged.